Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible broken sensor wire. After sensor failure, patient removed sensor and thought that the wire seemed shorter than usual. Patient reported no addition discomfort. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.